Event description:
A palmaz xl stent was supposed to be implanted into the aorta of a female pt by the means of a maxi ld balloon. When inflating the balloon it only opened at the proximal end and the partially extended stent was pushed from the balloon. The balloon didn't form a "dog's bone" which led to the wrong positioning of the stent. It was anchored in the wall of the aorta and the second attempt with similar material (a 2nd balloon and stent) the same wrong positioning occurred. The procedure was closed without success. The balloon and stent were prepared according to IFU.

Manufacturer narrative:
This is one of four products involved with the reported event. The associated MFR report number is 1016427-2010-00012, 1016427-2010-00013, and 9610978-2010-00023. Add'l info will be submitted within 30 days of receipt.

Event description:
Additional information was received indicating that the patient died approximately seven months post index procedure. The cause of death was not reported and was indicated as not related to a cordis device and not related to the index procedure. Additional information from the study contact reported that the family of the patient said that the death was not related to a stroke, but the cause of death is not known since no autopsy was performed.

Manufacturer narrative:
While deploying a stent in the aorta the balloon only inflated at the proximal end causing the stent to be pushed off of the balloon and deployed at the wrong spot. An attempt with a new stent/balloon combination was tried, however it occurred again. Per the account, the hand crimping process was performed per specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
While deploying a stent in the aorta, the balloon only inflated at the proximal end causing the stent to be pushed off of the balloon and deployed at the wrong spot. An attempt with a new stent/balloon combination was tried, however it occurred again. Per the account the hand crimping process was performed per specifications. A single photocopied image of the abdominal aorta is submitted for review. An aortic endograft is in place. There is a palmaz xl stent on a balloon catheter. The balloon is inflated but only the proximal end of the stent has expanded. The stent appears to have slipped off the balloon catheter during balloon expansion. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. This complaint involves a palmaz xl stent which failed to expand/deploy during treatment of a probable type 1 endoleak of an aaa endograft. Full evaluation is difficult due to the paucity of information. It appears most likely that the cause of the event was ineffective crimping of the stent onto the balloon. When using large stents, hand crimping is very difficult and only experienced operators can perform hand crimping effectively. Using a crimping tool is recommended for these types of stents. Also, bathing the balloon in contrast prior to crimping can also help secure the stent in place. I do not believe that this represents product malfunction but rather is technically/procedurally related.